Event description:
It was reported that the cartridge would not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer removed the o-ring and was able to successfully load the cartridge onto the pump.